Event description:
It was reported that post an a-fib (re-do) procedure in the recovery area, the patient complained about chest pain and a subsequent effusion occurred. Unknown medical interventions were performed. The patient went into vf and died in the recovery area. The initial call was made by a (B)(6) employee. According to the caller, during the use of stereotaxis equipment, the physician used an rmt catheter (lot and type unknown), then the procedure was switched to be completed manually by using a sf irrigated catheter. The procedure was performed on (B)(6) 2012 and was reported to bwi on (B)(6) 2012, by (B)(6). The (B)(4) manager was contacted to investigate what bwi products were in use and equipment serial numbers. It is unknown if the customer believes that a bwi product was responsible for the event. A technician of the ep lab provided no information regarding the incident. He advised to call again on (B)(6) 2012, to speak with the manager. It has only been confirmed at this point that the c3 rmt system was in use.

Manufacturer narrative:
Multiple attempts were performed to obtain additional information from the customer without success. Analysis will not be performed since product was not returned for analysis. Concomitant products: carto 3 rmt system, us catalog #: fg560000, serial #: (B)(4). Stockert 70 system, us catalog #: s7001, serial #: unknown. Cool flow pump, us catalog #: cfp002, serial # unknown. (B)(4).